Event description:
Procedure: stress urinary incontinence according to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, right upper quadrant pain, hematuria, lower abdominal pain, urinary urgency, intermittent dysuria, urinary tract infection, left hydronephrosis and hydroureter with left ureteral calculus, urinary frequency and urgency, nocturia, urinary incontinence, weak stream, feelings of incomplete emptying of bladder, utero-vaginal prolapse stage 3, large central distension cystocele, paravaginal defects associated with bladder neck kinking with voiding dysfunction, urinary retention, enterocele, full length moderate rectocele with associated disruption of rectovaginal septum and bowel evacuatory difficulties, perineal defect with perineocele, mixed urinary incontinence. She underwent sling revision, anterior and posterior colporrhaphy with enterocele repair and prolene mesh graft augmentation, vaginal paravaginal defects repair, bilateral sacro-spinous ligaments colpopexy, and perineoplasty. The patient had worsening urinary incontinence and underwent placement of a remeex mid-urethral sling, requiring 3 revisions of the remeex sling due to recurrent stress urinary incontinence. She continued to have urinary tract infection, right lower quadrant pain, persistent stress urinary incontinence and urge incontinence, vaginal discharge, dyspareunia, pain, and sling erosion requiring excision of right portion of urethral sling, continued persistent mixed urinary incontinence, mostly urgency with detrusor overactivity, failed trial of vesicare, grade iicystocele, urethral prolapse, and intrinsic sphincter deficiency with stress incontinence. The patient underwent another mid-urethral sling implant on (B)(6) 2014. She continued to have urinary retention requiring catheter placement and intermittent self-catheterization, dysuria, frequency, urgency, recurrent urinary tract infections requiring suppressive antibiotic therapy, hematuria, vaginal discharge, vaginitis, nocturia, pain, erosion, exposure, urinary problems, infection, vaginal scarring and excision.